Manufacturer narrative:
Event date is (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set leaked. This occurred during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Two (2) actual samples were received for evaluation. Visual inspection was performed with no issues noted. Leak testing was performed with no issues noted. The reported issue was not verified; however, sample analysis identified additional issues: crack in main body (cause undetermined) on one sample; female connector not flush with main body (manufacturing related) on one sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.